Event description:
It was reported that balloon rupture occurred. The target lesion area was located in the moderately tortuous superficial femoral artery. A 6.0mm / 2.0cm/ 90 cm peripheral cutting balloon was selected for use. Durin procedure, it was noted that the balloon ruptured upon second inflation at 6atm for several seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a pinhole leak in the balloon. The pinhole was located at the proximal edge of the distal markerband. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this pcb 2cm device is 10atm. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. No other issues were identified during device analysis. A visual and tactile examination identified no damage or any issues along the length of the device that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion area was located in the moderately tortuous superficial femoral artery. A 6.0mm/2.0cm/90cm peripheral cutting balloon was selected for use. Durin procedure, it was noted that the balloon ruptured upon second inflation at 6atm for several seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good.